Manufacturer narrative:
The report states: DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No other analysis was possible because the product was not returned. This analysis has not highlighted any product failure: the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Thigh pain resulting in further revision of corail stem

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-20857r. This report, 1818910-2013-16366k will be kept for investigation purposes. A separate follow up report will be submitted to reject 1818910-2013-20857r.